Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had very high thresholds and intermittent capture. The patient was brought in for a lead revision; however, when the lead was tested during the procedure, it had good sensing and capture thresholds so the physician elected to not abandon the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.